Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r87-22, that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer observed false negative sars-cov-2 igm results for two patients on an architect i2000sr analyzer. The following data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): sample ID (B)(6) result, on (B)(6) 2020, was 0.07 index (s/c); igg testing was not performed. This sample was also tested with the diasorin sars-cov-2 igm assay, which was 2.12, repeat was 1.92 index, >/=1.1 index is positive. Sample ID (B)(6) result, on (B)(6) 2020, was 0.08 index (s/c); igg testing was not performed. This sample was also tested with the diasorin sars-cov-2 igm assay, on (B)(6) 2020, which was 2.00, repeat was 2.01 index. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, device history records, and testing. Sensitivity and specificity testing was done using an in-house retained kit of lot 22021fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22021fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported negative results for two patient samples when testing was performed with architect sars-cov-2 igm, lot 22021fn00. Sample ID (B)(6) returned a negative igm result of 0.07 index; igg testing was not performed. This sample was also tested with the diasorin sars-cov-2 igm assay, which returned positive results of 2.12 and 1.92 index, and the diasorin igg assay, which was <3.8 au/ml (negative). Sample ID (B)(6) returned a negative igm result of 0.08 index; igg testing was not performed. This sample was also tested with the diasorin sars-cov-2 igm assay, which returned positive results of 2.00 and 2.01 index, and the diasorin igg assay, which was 7.81 au/ml (negative). Testing was performed for the two returned patient samples using the 06r87 igm assay, the 06r86 igg assay, and the 06s60 igg ii quant assay. Negative igm results were obtained for the samples which aligned with the customers observation (sid (B)(6) = 0.05 index and sid (B)(6) = 0.10 index). Both samples tested negative for igg (sid (B)(6) = 0.16 index and sid (B)(6) = 0.04 index) and for igg ii quant (sid (B)(6) = 10.3 au/ml and sid (B)(6) = 5.8 au/ml). Sid (B)(6) corresponds to sid (B)(6) corresponds to sid (B)(6). Both return samples were negative on the igm assay with negative results on the igg and igg ii quant assays suggesting a possible false positive test on the alternate device. The combined diagnostic specificity of the liaison® sars-cov-2 igm and liaison® sars-cov-2 s1/s2 igg kits is 99.2% (95% ci: 98.0% ¿ 99.7%). In this case, no specific patient history was provided. Per the limitations of the procedure section of the package insert, immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igm reagent lot 22021fn00 is performing as intended, no systemic issue or deficiency of the reagent was identified.